Event description:
The customer reported via phone call that she had a crack in the reservoir compartment. Customer stated that nothing led up to the damage but she has seen more cracks lately. Customer stated that the damage was caused by wear and tear but the pump has also been dropped. Customer stated that it seems like the battery is low. Customer noticed that she received a lot of failed battery test alarms in the past 6 months. Customer stated that the pump would go through 4 or 5 batteries before it accepts one. Customer stated that she was in and out of the pool and the pump fell. Customer stated that the belt clip then broke. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting for failed battery test was not completed because customer declined checking battery cap contacts for damage and to remove the battery cap. Customer stated that she inserted a new battery about a month ago.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms were noted during testing. The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, cracked reservoir tube, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.